Event description:
Customer's daughter called to report the death of her mother. Caller stated that her mother had pulmonary hypertension, congestive heart failure and diabetes. The cause of death is unknown. Customer was not wearing the insulin pump at the time of death. Caller stated that she was not using the insulin pump for one week. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.